Event description:
Patient experienced increased pain; severity was noted as moderate. Catheter migration was confirmed via x-ray. The event was noted as ongoing with no further action needed. Drugs delivered via the device were dilaudid, clonidine, baclofen (compounded), and bupivacaine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Programmer model: 8835, serial# (B)(4); catheter model: 8709, serial# (B)(4), implanted: 2009 (B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4). The previously reported conclusion code 67 no longer applies to this event.